Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report battery issues on the insulin pump. Customer reported that the batteries are only lasting three to four days. Customer reported that the insulin pump alarmed low battery and failed battery test. Customer also reported that paramedics were called to treat their low blood glucose levels. Customer's blood glucose level at the time of the incident was 32 mg/dl. Customer's blood glucose was treated by the paramedics with glucose. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.